Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: blower temperature high" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The se reported that the v60 ventilator event log was checked, and a "check vent: blower temperature high" error code observed. The se reported that the blower assembly was replaced.